Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that some cubies were not opening. A technical support specialist (tss) assisted the customer with the cubie and had it open for the customer. Later then customer requested help with another cubie, which had oxycodone. All the cubies were locked out and could not be accessed. Tss called the pharmacy, and the pharmacy stated it would contact the facility for further assistance to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 some cubies had opened but other cubies did not, and the facility had lost power as well. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.